Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt reported that in the past, back 'during covid times,' many months before having the implant adjusted, their implant had somehow shifted in the pocket to be protruding through their skin. They met with their doctor to have the implant resituated, and their doctor made the pocket larger.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt called back stating already documented event that their ins needed to be adjusted. Pt had a rechargeable ins that was not really not right for them for it was hard to work with so they got it taken out and a non-rechargeable was implanted. With the ins it had not yet been adjusted in a detail manor. The pt said they tried to do a few quick and dirty basic set ups but that was not successful. The pt went for a follow up after the ins was implanted and a couple reps came who tried to do something with it and they tried hard but pt had a feeling they were new or did not know what to do. Pt said they were having terrible pain attacks and the ins had not helped for they had not had it target where the stabbing pain was. Pt was miserable since the ins was put in. The pt had meet very briefly with mr. Henley at the pain clinic but they did not have a lot of time. The pt said no one was able to fine time or know how to readjust the targeting. Pt said the the surgeon issued the pt a month supply of opioids so now they take pain medication where that was not supposed to be the name of the game, pt said they got the stimulator for they wanted to get away from drugs as they were developing a problem. Pt said the therapy did not targeted to the right spot. Pt thought mr. Henley would be more successfully as a couple technicians tried to do something but was not successful.